Event description:
It was reported that the left ventricular (lv) lead had high thresholds and a fracture. Review of performance data also indicated high impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s): d274trk ICD, implanted:(B)(6) 2011. (B)(4).